Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was felt during device removal. An attempt to remove the device with the dilator assist ports to unlock the thumb advancer was unsuccessful. The device was removed with a "jerk," which released the device from the tissue tract. The clip deployed in the vessel and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.